Event description:
The manufacturer received information alleging the exhalation valve not closing properly, faulty internal flow sensor. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the exhalation valve not closing properly, faulty internal flow sensor. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device's blower, air foam inlet filter, active exhalation control valve and display board were replaced to address the issue.